Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual evaluation revealed a cracked docking latch. During evaluation the unit was able to power on, however, a few seconds after power on the device halts measurements and displayed "speaker fault" with a watchdog alarm tone. The toucan ui board connector j3 was found to be damaged, wherein the connector latch was broken off and missing. A secondary finding was indicated, wherein the speaker was found disconnected from the toucan system board causing the "speaker fault" message with a watchdog alarm tone. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): customer address exceeded maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that the display is defective. No known impact or consequence to patient.